Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an occlusion error message resulting in elevated blood glucose levels. The patient experienced a diabetic coma and her blood glucose level was 960 mg/dl. The patient felt very ill and was vomiting. The patient was hospitalized for one week. She was treated with unknown IV fluids and other treatments.